Event description:
The device reportedly displayed flatline on the screen while monitoring a pt. The rptr stated that the device operators verified that all leads and electrodes were properly attached to the pt. The pt's outcome and details were not reported.